Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had broken belt clip slot, cracked battery tube threads, minor scratches on lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has moisture damage and alarmed button error. Customer's blood glucose was 425 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.